Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that on day two of impella 5.5 support, a high purge pressure system blocked alarm occurred. Tissue plasminogen activator was administered. There was no harm to the patient.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. The cause of the high purge pressure issue was most likely biomaterial, based on given clinical detail and data log review.